Manufacturer narrative:
This report is based on information provided by field service engineer (fse) personnel and has been investigated by the philips complaint handling team. Philips received a complaint on efficia dfm100 defibrillator indicating that the device showed an error, correctness check cannot be performed. The fse evaluated the device at the customer¿s site. It was determined that due to a battery failure, the device did not charge and it did not show the battery status. The fse replaced the battery (dfm100 lithium ionbattery, 98903190371) to resolve the issue and the device was returned to full functionality. Based on the information available and the testing conducted, the cause of the reported problem was a defective battery. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The fse replaced the battery to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the efficia dfm100 defibrillator shows an error and the correctness check cannot be performed. There was no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.